Event description:
It was reported that the right ventricular (rv) lead had low, out-of-range shock impedances of less than twenty ohms. Boston scientific technical services was contacted to discuss possible causes and options. The device and rv lead remain in service. No adverse patient effects were reported.